Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies were found with traces of corrosion. The pump failed leak test, leak at a crack on back of the case. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.